Event description:
Report received of a tubing separation. According to the customer contact, the pt was to receive an unspecified amount of IV fluids for hydration. A physician had inserted a 21-gauge butterfly into the pt's vein. As soon as the venipuncture was successfully achieved, a "very small amount" of blood had leaked into the pt's bed. At this time, it was noted that the flexible plastic tubing was not connected to the distal end of the needle as expected. Instead, the flexible plastic tubing was found to be adhered alongside one of the side wings. The physician immediately retracted the needle out the pt's vein. Anohter venipuncture was performed and IV hydration was initiated. There was no reported delay in therapy. There was no reported adverse pt effect. Though requested, no add'l info was available.